Event description:
The patient's wife reported that the patient's pump keeps alarming with the error message of cassette not attached properly. The patient's wife stated that she detached and re-attached the cassette several times as she normally does but the pump keeps giving her the same error message. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The device is being replaced. The device is available for return. The patient's wife was attempting to switch to back up device but patient will continue to use current pump until back up device can be replaced. The infusion is life-sustaining. The event is resolved. Reported to (B)(6) by: patient/caregiver.